Event description:
It was reported by the contact that the customer had received multiple occlusion alarms during bolus delivery. The customer's blood glucose levels were elevated (300-407 mg/dl). The customer changed the cartridge and infusion set. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
Additional information received indicated that the customer's blood glucose level have gone down to 207 mg/dl. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.